Event description:
I received a cordis medicated stent in 2005... During a scheduled catheterization. I have had a mild heart attack where the stent was blocked in 2008 and another one two months later. The attending cardiologist stated that the medicated stent was blocked and the surrounding artery walls has expanded away from the stent. Dates of use: 2005 - 2008. Diagnosis or reason of use: lad 70% blockage.